Event description:
It was reported that the user experienced prolonged hyperglycemia with glucose readings reaching 455 mg/dl for several hours while using the ilet with a dexcom g6, later confirmed to be associated with an empty insulin cartridge that was not replaced for approximately five hours; after replacing the cartridge, a fingerstick showed glucose of 351 mg/dl. Symptoms included hyperglycemia. Outcomes included treatment through cartridge replacement and user education. Investigation included review of device and user logs and troubleshooting with education on interpreting ilet alerts. Investigation of this case revealed that insulin delivery was interrupted due to user error in failing to maintain insulin supply and misinterpreting cgm-related alerts, with device performance otherwise consistent with design. It was concluded, based on previously established findings for similar reports, that the cause was user handling error related to insulin supply management and alert comprehension.